Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump's extra dose was incorrectly set to 5.4 ml instead of the 4.0 ml. Per reporter, it was unknown who increased the dose. It was reported that the rate was subsequently adjusted to 4.0 ml. No adverse patient effects were reported.